Event description:
After the surgery, the scrub nurse checked the instrument, pk dissecting forceps and found that the cable/wire was broken. The surgeon was notified, x-ray was taken and showed no retained object.